Event description:
At bedside with md, pa-c [certified physician assistant], and impella console switch was performed. Upon switching consoles, impella malfunctioned and stopped flowing with an error of "equipment malfunction". This rn connected back to original console brought from [redacted] and the equipment was giving same message "equipment malfunction" with 0 flow. Pt maintained hemodynamically stable despite previously being on p9. Impella rep called and impella troubleshooted with no progress towards working. Plan changed to go to cath lab to replace impella. Impella retracted from 90 to 80 to get out of the ventricle and prevent clotting. After an hour while waiting for cath lab patient had to be started on levophed and vasopressin to support blood pressure. Manufacturer response for impella, (brand not provided) (per site reporter). Complaint number [redacted]. Device taken back for manufacture investigation.